Event description:
It was reported that during implant attempt, there was positioning difficulty. The helix mechanism was difficult to retract. The device was removed and not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned device found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism.